Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a thromboembolism and cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. A blood clot later embolized and the patient experienced a cva. An initial cat scan did not show any evidence of an adverse event; however, a second scan showed a finding. Magnetic resonance imaging (MRI) was performed, and a stroke was confirmed. The patient remained hospitalized and experienced speech difficulties. The patient was improving in condition. No further information was provided.